Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded data log confirmed a firmware error. Therefore the complaint of a permanent loss of antenna signal was confirmed.

Manufacturer narrative:
(B)(4).